Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specs and quality requirements were satisfied. When the investigation is complete a final report will be submitted.

Event description:
It was reported that during the dialysis catheter exchange the catheter ballooned out. No harm to the pt. They exchanged the catheter for a new one. No further medical intervention was required.